Manufacturer narrative:
This is a supplemental report. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based on evaluation performed by olympus australia (oaz), omsc supposed that the angulation mechanism did not work normally since water invasion into the subject device caused the corrosion of the bending section. The cause of water invasion is unknown. However, from the similar complaints, the broken bending tube may have damaged the covering of the bending section. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual of the device instructs; warning never insert or withdraw the endoscope under any of the following conditions. Patient injury, bleeding, and/or perforation can result. While the endotherapy accessory extends from the distal end of the endoscope (except for using an ureteral access sheath). While the bending section is locked in position. Insertion or withdrawal with excessive force.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. Disassembling the device found that the angulation mechanism didn't work at all due to corrosion. The corrosion was most likely caused by massive fluid invasion or small leak that had not been detected for a long time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during a laser lithotripsy with the urf-v2, the insertion tube of the subject urf-v2 got stuck inside a patient. The user successfully removed the device from the patient by cutting away the insertion tube from the body of the device and using an access sheath the user then used another olympus uretero-reno videoscope urf-v3 to inspect the patient's tissue trauma. There was no report of patient injury.